Event description:
Reporter alleges the pt had a closed capsulectomy on the right implant one year after implantation and then 3-4 years later. Reporter also alleges the pt is complaining of recurrent encapsulation on the right implant and increased drooping, arthralgias, dysesthesias, mild dizziness, exam positive for grade iii contracture on the right, left about 25cc smaller, right ruptured/marked bleed no obvious tear but extremely sticky and thin implant capsule with trace amount of calcium.